Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) generated an "electrical test fails code #53. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) generated an "electrical test fails code #53. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the front end board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) generated an "electrical test fails code #53. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) generated an "electrical test fails code #53." It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.